Event description:
It was reported to boston scientific that a sensation micro oval snare was used during a colonoscopy procedure on (B)(6), 2010 (patient reported to be over (B)(6); weight unknown). According to the complainant, the snare was unable to cut the polyp. The complainant reported that once the snare was secured around the polyp, the handle was closed completely; however, the snare loop was not completely closed. The physician still had issues closing the snare entirely when it was removed from the scope and tested outside of the patient. The procedure was completed using another sensation micro oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
An evaluation of the returned product found that the device could no longer retract due the detached cannula within the handle. The condition of the returned device was consistent with the complaint that the device could not properly cut the polyp; the complaint was confirmed. The most probable root cause is improper assembly of the handle and handle cannula. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific that a sensation micro oval snare was used during a colonoscopy procedure on (B)(6) 2010 ((B)(6); weight unknown). According to the complainant, the snare was unable to cut the polyp. The complainant reported that once the snare was secured around the polyp, the handle was closed completely; however, the snare loop was not completely closed. The physician still had issues closing the snare entirely when it was removed from the scope and tested outside of the patient. The procedure was completed using another sensation micro oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) no consequences or impact to patient, failure to cut. (B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.